Event description:
Note: this report pertains to third of three devices that occurred during the same procedure. Refer to associated manufacturer report# 3005099803-2008-07301 and 3005099803-2008-07303 for description of the other events. It was reported to boston scientific corporation in late 2008 that a rf 3000 radiofrequency generator was used during a rtc rf3000 procedure performed the day before. According to the complainant, "the system had intermittent e02 errors". They were unable to complete the procedure until they switched to a different probe (manufacturer unknown). The procedure was completed with the same rf 3000 radiofrequency generator. There were no patient complications reported as a result of this event.

Manufacturer narrative:
According to the complainant, the suspect device has is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.